Event description:
The reporter indicated that a 12.6 vicmo 12.6 implantable collamer lens of -10.0 diopter was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem. Cause reported as unknown.

Manufacturer narrative:
This product is not marketed in the us. (B)(4).